Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported disconnection. Event description: detailed description: two times now, when using a 50 ml syringe with optima, the inner hub, which attaches to the syringe adapter, has cracked off (circled in red below) while the tech was depressing the plunger, resulting in a hd spill in the bsc. One more thing. It seems that the tip of the phaseal has been known to crack off, where it attaches to the syringe. Additional information: is the luer of the injector breaking off or is it disconnecting from the syringe? Disconnecting

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. See d tab. D4 medical catalog # updated.

Manufacturer narrative:
Two photos, five injectors, and two syringes were provided to our quality team for investigation. Through visual inspection, no damage or defects can be observed on the optima injectors or luer threading that may have lead to the reported connection issues. Functional testing was performed and verified the injector could not fully luer with the returned syringes. Dimensional testing confirmed that the injector¿s luer met all required specifications. A device history review was performed for suspected lot 2412305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the suspected lot and no issues related to this failure were identified. Based on the evaluation of the sample, we were unable to identify a root cause related to the injector at this time. The findings suggest that the syringe is the likely source of the issue observed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.